Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 changing your pod 3 / page 34 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Changing your pod 3 / page 23 warning: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Checking your blood glucose 4 / page 36 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Patient reported that his blood glucose (bg) levels were 300 mg/dl (16 mmol/l) while wearing the pod between 4 and 24 hours on his abdomen. He experienced adhesive issues and reported that the pod was not sticking well to his skin. Patient stated that he was walking when he felt the insulin running down his abdomen. The pod fell off the skin and the cannula became dislodge. A new pod was applied to treat his hyperglycemia.

Manufacturer narrative:
Correction: model no changed from 19191 to 14810. Expiration date changed from 10/01/2019 to 10/02/2019. Unique identifier (UDI) # changed from (B)(4) to blank. Device available for eval changed from blank to no. PMA/510(k) # changed from k162296 to k122953. Report source changed from blank to foreign,consumer, distributor. Type of report changed from blank to initial. Device mfg date changed from unavailable to 4/3/2018.